Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged miniset mainbody. The root cause for this is found to be environmental stress cracking due to the use of off-label disinfectant solutions. The root cause is uncertain. Renal quality engineering will continue to track and trend these complaint reports and take corrective and preventive action as appropriate. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A home patient (hp) reported to baxter (B)(4) that there were some cracks noted on the twist switch of the transfer set after 2 months of use. There was no reported use of disinfectant on the transfer set by the hp or doctor. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.